Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/25/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: smartablate generator (model# serial# (B)(4)), carto 3 system (model# serial# (B)(4)), mobicath sheath (model# unknown lot# unknown), pentaray catheter (model# unknown lot# unknown), soundstar catheter (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the mapping phase, while the smarttouch catheter was being manipulated within the left atrium, the catheter tip appeared outside of the mapping shell near the right superior pulmonary vein roof. Mapping ceased and heart borders were visualized via ultrasound. Patent slowly became hypotensive. Tamponade that was not present at the beginning of the procedure was confirmed via ultrasound. Pericardiocentesis yielded an unknown amount of fluid. Patient was reported to be in stable condition and being prepared for transfer to the intensive care unit at the time this event was reported. There was no ablation being performed at the time of the injury. There is no information regarding hospitalization. Patient outcome was fully recovered with no residual effects. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Bwi representative indicated that it was likely related to catheter manipulation during mapping. Transseptal puncture was performed with a st. Jude medical brk extra sharp needle with a st. Jude medical sl2. Sheath used was a biosense webster mobicath 11 french. It was noted that the mobicath sheath was not distal on the catheter at the time of the injury. Generator settings and ablation information were not reported as there was no ablation being performed at the time of the injury. Irrigated catheter was set at 2ml/min during mapping. No error messages were observed on biosense webster equipment. Patient received anticoagulants during the procedure with activated clotting times maintained between 250-350 seconds.